Event description:
Surgeon using the harmonic hd 1000i shears noticed that the plastic tip inside the metal tip fractured and separated. At the time, the shears were being used inside the body. The surgeon could not be certain that the small piece was not retained. The plastic insert is not xray detectable.